Manufacturer narrative:
Service history was reviewed for the system. No service record relevant to the complaint reported event was found. Based on the information obtained, the root cause of the reported event is inconclusive. A non-conformance based review of the batch/lot/serial number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for complaints reported against this lot/batch/serial number was performed. No similar complaints were reported for the product lot/batch/serial under investigation. Based on the information obtained, the root cause of the reported event is inconclusive. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that before the surgery an ophthalmic console exhibited with air pressure malfunction. There was no report of the procedure details and there was no patient harm.

Manufacturer narrative:
The company representative was able to replicate the reported event. The table top illuminator and auxiliary illuminator were replaced to resolve the issue. The system was tested and found to meet product specifications. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A non-conformance based review of the batch/lot/serial number was performed and a potential contributing factor to the reported complaint was identified. A review for complaints reported against this serial number was performed. No similar complaints were reported for the product lot/batch/serial under investigation. The root cause of the reported ¿illuminator issue¿ is attributed to nonconforming illuminator module. The system was found to have no problem with pressure issue. Therefore, the root cause of the reported event is inconclusive. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information received that ophthalmic console exhibit an issues with multiple ports.